Manufacturer narrative:
(B)(4).

Event description:
Patient underwent catheter insertion during admission and was discharged. It was reported that after 20 sessions of dialysis there is damage in the lumen (leakage). The catheter was removed. No patient harm was reported.

Event description:
Patient underwent catheter insertion during admission and was dishcarged. It was reported that after 20 sessions of dialysis there is damage in the lumen (leakage). The catheter was removed. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo and video for analysis. The complaint of extension line leak during use was able to be confirmed by the photo and video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.